Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 179 mg/dl.